Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 488 mg/dl at the time of incident and current blood glucose level was 70 mg/dl. The customer did not provide details on symptoms and treatment related to the high blood glucose level episodes. Customer also stated that the insulin pump had cracked from battery compartment. Troubleshooting was declined for high blood glucose level. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test. Insulin pump received with cracked battery tube thread and cracked case battery tube noted.